Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who had an implantable neursotimulator. It was reported that patient fell and has since therapeutic benefit. Xray and reprogramming was done however no resolution. An explant was done and a replacement was planned. No further complications were reported.